Manufacturer narrative:
Device passed displacement test, self test, prime or a33 test, rewind test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or anomaly were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had error codes and battery life diminished. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.